Event description:
Affiliate reported in 2008 that there was breakage of the silicone housing during pre-implantation preparation. It was explained that another valve was used instead to carry out the procedure with no adverse consequence to the patient. Based on the initial description, it did not meet the initial reporting guidelines. New information has recently been received from the affiliate, which explained that under-drainage and a shunt infection was noted. It was also mentioned that during removal, breakage of the silicone housing was noted. Upon further clarification, the affiliate explained that the reason for removal of the device was due to a shunt infection, under-drainage and breakage of the silicone housing. The device was said to have been implanted in a month earlier.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.